Event description:
Reporter alleged obtaining a discrepant blood glucose value of 365 mg/dl on the advantage system within 10 minutes as a result of 106 mg/dl on a professional system. Reporter stated that a couple of hours later, he obtained another result of 295 mg/dl on the same advantage system within 10 minutes of a result of 65 mg/dl obtained on a professional system. Reporter stated he was given juice as a courtesy after obtaining the last result of 65 mg/dl and that he would have been able to obtain it on his own. No other actions reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.